Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: on investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple occlusion alarms associated with high force. Using the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Unrelated to the complaint, the investigation found that the display was discolored and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient¿s blood glucose (bg) was at 268 mg/dl with extreme thirst and hunger. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that the pump alerted for occlusion multiple times. The reporter was unable to completed prime step with cartridge or tubing changes but was able to prime the cartridge manually when it was remove from the pump. Review of cartridge use techniques indicated that the instruction for use was followed. Trouble shooting was unable to resolve the reported occlusion issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported base on an unresolved occlusion issue with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.